Event description:
As per importer's MDR: MDR decision date: (B)(6) 2012. On (B)(6) 2012 - seh. No serious injury alleged. Malfunction alleged. Per dealer, letting go at the seam where straps attach. MDR filed.